Event description:
According to the reporter, during a colon resection, for the first firing, the surgeon fired the device which was connected to a reload, however it stopped on the halfway. The procedure was completed with another device. The status of the patient is no problem.